Manufacturer narrative:
A complete lead was returned in one piece for analysis measuring 52.3 cm. Visual and x-ray examination found no anomalies at the connector or distal regions. No conductor fractures or internal shorts were found. The reported event of lead being unstable during implantation was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. After several attempts, the physician was unable to fixate the right atrial lead. The physician replaced the lead while the chest pocket was open. The patient experienced no adverse consequences.